Event description:
Related manufacturer reference number: 2017865-2024-73565, related manufacturer reference number: 2017865-2024-73567. It was reported that the patient had a pacemaker replacement procedure on (B)(6) 2024. On (B)(6) 2024, the patient was admitted to the hospital with signs of pocket erosion and infection. The patient was asymptomatic. To resolve this issue, the patient went through another surgical procedure on (B)(6) 2024, to remove the pacemaker, atrial lead, and ventricular lead. The patient was being monitored and was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.